Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the ems jammed after firing these staples. The procedure was completed with another ems. There was no consequence to the pt.